Event description:
During the follow-up, the doctor noted that the sensing channel left ventricular lead (greatbatch medical lead) was decreased and threshold increased. By fluoroscopy, the doctor saw that the lead is dislocated (greatbatch medical lead dislodged). The doctor decided to modify the device programming by programming only the right stimulation. The greatbatch medical lead was isolated and was programmed off. The patient is fine.